Event description:
Per the pt's report, he has experienced dizziness and headaches as well as poor sound quality since his cochlear implant activation. An x-ray confirmed that the device had partially migrated out of the cochlear. A reimplant surgery was scheduled to take place in 2006.